Event description:
It was reported that "the doctor found the swg is not smooth when the swg was inserted into ars, often lead to kinked and bending of the guidewire, resulting in long operation time, repeated puncture is prone to subcutaneous haematoma.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the swg is not smooth when the swg was inserted into ars, often lead to kinked and bending of the guidewire, resulting in long operation time, repeated puncture is prone to subcutaneous haematoma." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.